Manufacturer narrative:
(B)(4). Carefusion has determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.

Event description:
The user facility biomed reported that during pre-use checks the device alarmed "circuit occlusion&#56224;". There was no report of patient involvement.